Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that after taking a spin of the patient the depth of the scan when navigated was inaccurate by "5-10mm". When resting on bone with the passive planar probe the stealth showed that the probe tip was 5mm inside the bone. Ran a second spin withthe same results. Ran a third spin with a phone as the "patient" and was able to navigate accurately (though this was with the other side of the o-arm and therefore a different tracker). The cranial reference frame was in use during this case (off-label), which may have some impact on accuracy. There was no patient harm and a delay of less than one hour. Ran a new spin of the phone using the same tracker as was being used on the patient registration - navigation was accurate.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.